Manufacturer narrative:
The drive support disk was inspected and no missing or damaged/anomaly was noted. The pump was received with a cracked case at the display window corner minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap appeared to be missing on the insulin pump. Customer reported observing the issue one week prior. Customer's blood glucose was unknown. Customer was advised to revert to a back-up plan. The customer agreed to return the insulin pump for analysis.